Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the cardiology lab noticed increased contamination in the unspecified bd¿ IV catheters used to deliver isotopes to patients. The following information was provided by the initial reporter: "the new IV supplies have shown a significant increase in contamination in the hot lab, and stress rooms in particular."

Manufacturer narrative:
Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided . Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
It was reported that the cardiology lab noticed increased contamination in the unspecified bd¿ IV catheters used to deliver isotopes to patients. The following information was provided by the initial reporter: "the new IV supplies have shown a significant increase in contamination in the hot lab, and stress rooms in particular."